Event description:
In 2002, the patient's sound processor reportedly stopped working. The patient's parents contacted the distributor to report that the system stopped working. The distributor sent external equipment to resolve the problem. Three days later, the patient was seen at the implant center for device evaluation. Testing performed confirmed that the device was no longer functioning. Explant surgery is to be scheduled.